Event description:
It was reported that new heartmate touches were not connecting to the stryker video display through dvi. Two heartmate touches were tried, along with new cables and apple display splitter, but it did not read device. The company ipad was tried and it worked.

Manufacturer narrative:
A. Patient information not provided by customer. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.